Manufacturer narrative:
H6: health effect: clinical code added: pain and unspecified musculoskeletal problem.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their left tooth next to the front tooth is colliding with their bottom tooth.